Manufacturer narrative:
(B) (4).

Event description:
Procedure type: hernia. According to the reporter: fired one clip and locked up. The device sounded funny when it fired the clip according to the first assist. Repetitive squeezing of the handle loosing confidence in tacker. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.